Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device. This report is filed on january 17, 2019. (B)(4).

Manufacturer narrative:
This report is submitted on november 19, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced device extrusion. Explant and reimplantation is planned but has not taken place at the time of this report.